Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bl 22ga x 1.0in the catheter backed out of the vein. The following information was provided by the initial reporter: however, the team has a lot of difficulty in the following points: after punctured access, blood reflux continues, making fixation difficult. Catheter consumption probably increased in the sector, due to the amount of veins lost due to the difficulties of the material. Extension of the device weighs heavily at the time of fixation, often causing loss of access.

Manufacturer narrative:
H.6. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte autoguard bl 22ga x 1.0in the catheter backed out of the vein. The following information was provided by the initial reporter: however, the team has a lot of difficulty in the following points: - after punctured access, blood reflux continues, making fixation difficult. Catheter consumption probably increased in the sector, due to the amount of veins lost due to the difficulties of the material. Extension of the device weighs heavily at the time of fixation, often causing loss of access.